Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that three spike sets presented with nutritional leakage through the connection of the spike and the administration line during priming. There was no patient involvement.

Manufacturer narrative:
A device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. A sample was not received for evaluation. Because a sample was not received, the reported issue could not be confirmed and the root cause could not be identified. At this time, a corrective action is not required. If the sample is received, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.